Event description:
A patient reported experiencing in accurate erratic results with a meter. The patiehnt's blood glucose results were 342, 231 mg/dl. Tests were done within 10 minutes with a difference of 34%. Patient did not experience any adverse events. No further information has been reported.